Manufacturer narrative:
Codes: f2201, f2303. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade not provided.

Event description:
Patient initially reported right side rupture. Breast examination later found "the breast implants slightly firm and sitting high with clinical signs of capsular contracture" baker grade not provided, "longstanding showing calcification along implant contour and radial folds," and "evidence of radials folds." Physician reported via op. Report "implant with gel bleed no formal rupture" and a capsulectomy was performed. Patient additionally reported "noticing some ... Mild nipple discharge". The device has been removed.